Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. False positive complaint was not reproduced with retain testing. Root cause was undetermined.

Event description:
Customer reports individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21622j, reader sn (B)(4). No alternate tests were performed. Individual experienced cold-like symptoms and had no known exposure, but states patients young daughter had a known exposure at school. Cartridges were stored within the validated temperature range.